Manufacturer narrative:
The pad-pak was first installed successfully on the 27th october 2009 and performed to specification, alongside one ten minute time out, up to the 12th january 2014. The device failed a self-test due to a low battery on the 19th january 2014, the device remained in fault mode until the 17th december 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were recorded between the 17th june 2015 and the final history log entry on the 24th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.